Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic pancreatectomy, the device fired but got locked. The staple line was incomplete centrally and distally. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic pancreatectomy, the knife was difficult to advance, the lens was disengaged, and the seal was damaged. Another device was used to complete the case. There was no patient injury.